Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and no blank display during testing. No damage was found on the lcd isolation tape noted also, received normal operating currents. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 165 mg/dl. The customer got a new battery cap and it has not solved the issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.